Event description:
It was reported that electrogram (egm) review revealed markers that appeared consistent with left ventricular (lv) lead over-sensing of p-waves or t-waves. This observation likely contributed to the instances of less than 90% cardiac resynchronization therapy (crt) pacing. Additionally, right atrial automatic threshold (raati was detected as greater than the programmed amplitude or suspended. Left ventricular automatic threshold (lvati measurements were elevated and stable at 2 v to 2.8 v, and lv impedances were stable at 1100 ohms to 1300 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. This lv lead remains in service. No adverse patient effects or interventions were reported at this time, and the patient was not pacer dependent. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).